Event description:
It was reported that the pressure gauge needle "went off the scale". The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. An encore balloon catheter inflation device was selected and used to inflate a non bsc balloon catheter. During procedure, pressure was added to a non bsc balloon, it was then noted that the pressure gauge needle "went off the scale". The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The unit components were visually examined for any damage or defect. It was immediately noted that the gauge needle was stuck above 26 atms. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the pressure gauge needle "went off the scale." The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. An encore balloon catheter inflation device was selected and used to inflate a non bsc balloon catheter. During procedure, pressure was added to a non bsc balloon, it was then noted that the pressure gauge needle "went off the scale." The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is good.